Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the inner distal set up joint (suj) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The suj was analyzed and found error 23103 was confirmed and replicated. Upon visual inspection no issues were found which would be related to the reported event. The unit was installed onto a golden system where error 23103 occurred on startup replicating the reported event. Tested the distal on a patient side cart fixture test platform (pftp) where it failed wrist encoder test. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to a failure in the wrist zettlex encoder.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, reported error 23103 on universal surgical manipulator (usm) 2 and cannot complete the homing process. Tse advised a hard power cycle and noted that error is stopping the wrist/elbow from moving. Hard power cycle did not clear the issue and caller said that this case they could use as a 3 arm but next case they could not and will need all four arms. System was placed as a 3 arm configuration at this time. There was no report of patient involvement or patient injury.